Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: mlry-hd por fmrl 6x135 mm, part # 11-104106, lot # 897900. (B)(4). Reported event was confirmed by the review of radiographs. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to asymmetric position of the femoral head within the acetabular cup, likely related to polyethylene wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that patient was revised due to implant wear. But upon review of the x-rays, subluxation was noticed by the head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.